Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet device, after which the connection restored during the call and the user could view glucose values, and no alerts or alarms occurred. No adverse clinical symptoms reported. Outcomes included no impact beyond transient signal interruption and no need for medical care. User support included user-guided troubleshooting and education. Investigation of this case revealed a transient communication interruption without persistent malfunction, consistent with a resolved signal loss event. It was concluded, based on previously established findings for similar reports, that the cause was transient connectivity error due to the self-resolving nature of the event and the absence of replicable fault.